Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that failed to sense. No intervention was performed. Patient status was not known.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.